Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system and confirmed the reported issue. Upon troubleshooting, fse found that the power breakers were tripped. To resolve the problem, fse fully powered down the pdu, reset all breakers. After reset all breakers, the system was returned to use in good working order. The codes were updated based on the investigation outcome.